Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02165. It was reported during the pt's scs trial procedure, intra-operative testing showed the pt's trial leads had high impedances. The pt reported feeling stimulation during initial intra-op programming, but as the amplitude was increased autoreducing was observed. The physician adjusted the lead placement but the issue persisted. The physician decided to complete the procedure without further testing. Impedances were tested postoperative and were normal, however, the pt did not have effective stimulation therapy. The procedure was extended approximately 45 minutes.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.